Event description:
It was reported that a system error (se) 2240 alarm (air in set) occurred on the homechoice (hc) device during drain 1. The home patient (hp) was connected at the time of the alarm. The hp stated that they did not setup the hc for therapy, so they were not sure if the patient line was filled all the way. The technical service representative (tsr) went through the troubleshooting with the hp and there was nothing unusual found that could have caused or contributed to the reported alarm. The tsr instructed the hp to setup the hc with all new supplies. The hp understood and was going to re-set up with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.